Event description:
Hill-rom received a report from the account stating the left foot caster is not holding. The bed was located at the account in the bay area. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hill-rom technician found the left foot stem shattered on the caster causing it not to hold. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the caster to resolve the issue. Based on this information, no further action is required.